Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the pt underwent surgery to revise the pump pocket, an infection was found. The infection was tested, but the results had not been rec'd from the lab at the time of reporting. The pump was removed. It was planned to implant a new pump; the implant procedure had not taken place at the time of this report. The drug in the pump at the time of the event was on morphine. Add'l info has been requested; a f/u report will be submitted if add'l info becomes available.